Manufacturer narrative:
Evaluation summary: the cause of the blackout could not be identified, because repair information could not be obtained. Possible causes include disconnection of the ccd cable, ccd failure, and driver board failure. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
(B)(4). Multiple good faith effort request have been made with no additional information being provided as of 02-dec-2021. The customer owned endoscope has not been received by pentax medical for evaluation as of 02-dec-2021. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 12-nov-2021, a device history record(DHR) review for model eg29-i10, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 19-apr-2018 under normal conditions, passed all required inspections, and was released accordingly. The device was processed under concession (B)(4). There were no reworks and the dates of approval for shipment and actual date shipped were confirmed fo 19-apr-2018. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the (B)(6) stating " there was no video image" involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). The customer stated camera-no image. The timing and location of the observation are unknown. There was no report of patient injury, delay in procedure or an event that required medical intervention.